Manufacturer narrative:
The device ro 10 010 has been inspected for investigation purpose. The tests performed confirmed that the hydraulic stabilisation system were not functional anymore. As repair, this part has been replaced. The internal complaint reference is the following: (B)(4).

Event description:
During a device test part of the preventive maintenance, it was identified that the hydraulic stabilisation system was non-functional. There was no patient involvement reported.